Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc1032b0, model: sc-1032b , serial: (B)(6), batch: 125798, UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 18409736, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure because the leads had migrated and demonstrated high impedances, as a consequence, those leads were not functional. In addition, the implantable pulse generator (ipg) was replaced due to charging difficulties. The patient underwent an ipg and leads revision procedure wherein the devices were explanted and replaced. The devices were disposed by the hospital and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was doing well.